Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the implantable pulse generator (ipg) exhibited occasional safety pacing leading to inability to determine appropriate device function response. The ipg remains in use. No patient complications have been reported as a result of this event.